Manufacturer narrative:
No observable defects could be found with the component itself. Measurements taken met design requirements. Measurements taken indicated that the product reported as pn 0401 was actually pn 0402. Co was unable to review the lot history of the subject product since the product's lot numeber was not provided by the dr's office.

Event description:
Dr. Reported that an implant failed after pt experience lenghy illness. Pt is reportedly fine.